Event description:
It was reported that the system 9800 had poor image quality. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the system interconnect cable had a broken wire. It was further determined that the video controller, fluoro function and image processor circuit boards should be replaced along with the multi output power supply. Those assemblies and the cable were replaced. The system was tested and found to be working as intended and placed back into service.